Event description:
Marked inflammatory response following cataract extraction with lens implantation. Lactated rigners injection was used prophylactically as infusion fluid throughout the procedure, with these additives: sodium bicarbonate 8.4% - astra, cefazolin 1 gram - apothecon, gentamicin 80 mg/2ml - fujisawa, 10% dextrose - baxter, epinephrine 1:1000 - abbott.